Manufacturer narrative:
Upon inspecting and testing, the customer¿s reported issue of no image with colored stripes on the screen could not be confirmed when the cable was manipulated. However, the evaluation found the locking lever is defective. The concerned device has not been repaired in the past year. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) field service engineer was informed that the customer visera pro video system center was returned for service/repair for a reported ¿connector malfunctioning¿ during inspection before use (patient not under anesthesia). The intended laparoscopic surgery was completed with another similar video system. The delay was no more than 15 minutes. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of "no image" was not reproduced and a root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.